Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient touched the transfer set. The peritonitis was manifested by abdominal pain. The same day as onset of peritonitis; the patient was hospitalized for the event. On an unknown date the patient was treated with intraperitoneal vancomycin (dose, frequency and duration unknown) for peritonitis. Pd therapy was temporarily discontinued and the patient was placed on hemodialysis "for recovery". The patient was discharged seven days after admission and was recovered from this peritonitis event. At the time of this report the patient had returned to pd therapy. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.